Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to change her reservoir and the cylinder came apart inside; he was unable to remove the cylinder. The o-ring part of the reservoir got stuck at the bottom of the reservoir. The patient's blood glucose at the time of incident was 238 mg/dl. The reservoir will be returned for analysis.